Event description:
Medtronic received information that this bioprosthetic valve was explanted and replaced after the patient exhibited symptoms of congestive heart failure approximately four months after implant. The bioprosthesis had been implanted in conjunction with atrial septal and annular defect repairs in response to native valve endocarditis. Cultures tested after implant and prior to valve replacement were negative. A transesophageal echocardiogram (tee) showed severe paravalvular and central aortic insufficiency. It also was reported that there was almost complete dehiscence of the valve and large perivalvular abscesses. Results of an infection culture were negative. The abscesses were subsequently surgically repaired and excluded, and a mechanical heart valve was successfully implanted. Post-operative tee showed resolution of the insufficiency. No adverse patient effects were reported..

Manufacturer narrative:
Product analysis: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.